Event description:
Philips received a complaint on the patient information center ix indicating that the surveillances and overviews were going into a disconnected mode; this was happening campus wide. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed and nurse. The event took placed on (B)(6) 2025 at 9 am. After bringing on local it support, the investigation confirmed this was a dns suffix issue. New equipment had been added without updating the suffix to accommodate the new additions. The correct dns suffixes were added to the affected hosts and the issue resolved. If additional information is received the complaint file will be reopened.